Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, the knot could not be advanced to close the artery. Manual arterial compression was applied to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. Difficulty in advancing the knot as reported can be influenced by, but not limited to; manufacturing, patient anatomical conditions and user technique. The proglide devices undergo a variety of knot, cuff, link, suture and needle-related inspections, including, but not limited to, needle alignment, suture forming, knot forming, link forming, cuff tab bending and foot deployment inspections. In addition, a sample of devices from each lot must be successfully functionally deployed. Based on the reported information and the inspection criteria a definitive cause for the difficulty in advancing the knot and associated patient effects could not be determined. A review of the lot history record and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis.